Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect, serial number (B)(4)) was inspected, and various diagnostic checks of the system and multiple parts replacement were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.

Event description:
The customer reported falsely decreased calcium results generated on the architect c4000 analyzer on three patients. Results provided: 3.1 mg/dl, repeat another architect 9.1 mg/dl. 3.5 mg/dl, repeat another architect 9.1 mg/dl. 3.7 mg/dl, repeat another architect 9.3 mg/dl. Customer's normal range 8.4-10.2 mg/dl. No impact to patient management was reported.